Event description:
It was reported that pump battery was not holding charge and customer had to charge pump more often. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of event.